Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath had been severed into two segments. The detached tubing proximal and the attached tubing distal ends appearance suggested stretching/tearing. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the sheath tubing damage is consistent with forcible separation. This device should only be used by physicians thoroughly trained in the technique of angiography and/or the use of st. Jude medical catheter delivery systems. Corrected information: the facility information listed is incorrect. To avoid confusion the follow up report will be listed under this same facility number. The correct manufacturer¿s facility information and facility number is; st. Jude medical, (B)(4).

Event description:
An 8f fast-cath introducer was selected for use in the right femoral vein. Just after insertion, the patient bent his legs up while lying supine on the procedure table and pressure was held to the right groin. The sheath then became nonresponsive to manipulation, and guidewire insertion was difficult. X-ray revealed a separated sheath shaft from the hub. Interventional cardiology assisted in snaring the separated sheath shaft. No issues were reported from the patient's health. All vital signs remained stable and the procedure was completed in normal fashion. The physician reported the event was caused by patient movement.

Manufacturer narrative:
(B)(4).